Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced the tape not sticking event on (B)(6) 2025. The adhesive was not strong enough and infusion set fell off. No further information available.